Event description:
A bipap avaps c series core package device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation, the third-party service center observed evidence of a thermal event, including a burnt connector. Additionally, the device was forwarded to the manufacturer for further investigation.